Event description:
It was reported that the pump touch screen was cracked and unresponsive. Reportedly, the reason for the cracked screen was unknown. Customer¿s blood glucose was between 100-200 mg/dl. Reportedly, customer reverted to a back-up pump for insulin therapy and manual injections as alternate insulin therapy.